Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen cracked after the customer had fallen. The pump was no longer functional. Customer reverted to using manual injections for insulin therapy. Blood glucose was 112 mg/dl.